Event description:
It was reported that a tear was found on the right upper area of reservoir. The tear was approx 8mm long. The reservoir was used for two days following a right nephrectomy. No adverse pt consequences were reported.